Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedance measurements, high pacing threshold measurements, and loss of capture. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedance measurements, high pacing threshold measurements, and loss of capture. Another rv lead was successfully placed. No additional adverse patient effects were reported. This rv lead is expected to be returned for laboratory analysis. Update: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.